Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not activate. Device failed to deliver energy. Opened a new device to complete the case. The hospital did not report any patient effects

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 14apr2021. An investigation was conducted on 14may2021. A visual inspection was conducted. There were signs of clinical use on the jaws. Specks of blood was observed on the handle. The heater wire was observed to be slightly flexed away from the hot jaw, due to clinical use. The silicone insulation on the both jaws was observed to be intact. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.675 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed. The lot # 25154181 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not activate. Device failed to deliver energy. Opened a new device to complete the case. The hospital did not report any patient effects.